Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture at maximum outputs and high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray revealed that the lv lead was fractured. Subsequently the patient was brought in for a revision, however, during the procedure it was noted that the subclavian was occluded. The pocket was closed and the patient was scheduled for another revision procedure at a different facility. Approximately three weeks later the patient presented for another revision procedure where the lv lead was explanted. The device and another manufacturer's right ventricular (rv) lead were also electively explanted at the same time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.